Manufacturer narrative:
The report from clinical study (B)(4) for patient with ID (B)(6) indicated that after the stent was deployed, thrombus was formed gradually inside the stent. Urokinase was administered by intraarterial injection. Also, and additional enterprise vrd (enc452212) was placed. Recovery was confirmed and neurological symptom was returned to the same as before. Hematoma was observed at the puncture site 12 hours after the procedure. The hematoma was treated by angioplasty, and recovery was confirmed. The sheath was in the patient when the access site hemorrhage occurred, but there was no information for the product. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. No dissections were noted during the procedure, and no coil protruded into the parent artery. There were no indications of any conditions causing hypercoagulable state. The modified rankin scale pre-procedure was 0, after and within a week 0, and after and 30 days was 0, and the act pre and post procedure were 114 and 317 seconds. Product utilized during the case consisted of a prowler select plus microcatheter, echelon 10 microcatheter, launcher 7french guiding catheter, traxcess guidewire, gt, orbit (qty 3), ed coil (qty 1), gdc 10 (qty 2), and v-trak (qty1). The specific antiplatelet therapy consisted of plavix 75mg/day ((B)(6) 2010-), bayaspirin 100mg/day, and pletal 200mg/day ((B)(6) 2010-). The procedure was coil embolization assisted with the enterprise vrd (enc452212) of the right a-com for a saccular aneurysm that measured 5.4mm at the neck and neck to sac ratio was 5.mm/6.5mm. The parent vessel diameter proximally and distally was 2.6mm and 2.5mm. A cd copy of the procedure is not available. The product will not be returned, and there was no further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from (B)(4) enterprise post market study indicated that after the enterprise stent ((B)(4)/ 01421602) was deployed, thrombus was formed gradually inside the stent. Urokinase was administered by intra-arterial injection and an additional enterprise vrd ((B)(4)) was placed. Recovery was confirmed and neurological status returned to baseline the enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No dissections were noted during the procedure, and no coil protruded into the parent artery. There were no indications of any conditions causing hypercoagulable state. Antiplatelet therapy included plavix 75mg/day and bayaspirin 100mg/day beginning one week pre procedure and pletal 200mg/day beginning two days prior to the procedure. The unruptured right anterior communicating (acom) artery saccular aneurysm measured 5.4mm at the neck with a neck to sac ratio of 5.4/6.5mm. The parent vessel diameter was 2.6mm proximally and 2.5mm distally. The modified rankin scale pre-procedure was 0, after and within a week 0, and after and 30days was 0. Act was 114 seconds pre-procedure and 317 seconds post procedure. A cd copy of the procedure is not available. The product will not be returned, and there was no further information was available. The stent remains implanted and therefore, is not available for analysis. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system and the procedures they are used in as outlined in the instructions for use. Although, based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Note: (B)(4) lot number 01421602 which is cordis lot number 01421602. Per (B)(4) report c 10,357: (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from (B)(4) on (B)(4), 2010. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report from clinical study "(B)(6)" for patient with (B)(6) indicated that after the stent was deployed, thrombus was formed gradually inside the stent. Urokinase was administered by intraarterial injection. Also, and additional enterprise vrd ((B)(6)) was placed. Recovery was confirmed and neurological symptom was returned to the same as before. Hematoma was observed at the puncture site 12 hours after the procedure. The hematoma was treated by angioplasty, and recovery was confirmed. The procedure was coil embolization assisted with the enterprise vrd ((B)(6)) of the right a-com.